Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, after fixating the lead once, the threshold was high with loss of capture. The fixation site was going to be changed, but the torque could not be transmitted so the lead was pulled. This resulted in the helix stretching and it became impossible to retract to proceed to a new fixation site. The lead was pulled and removed. A new lead was implanted. No patient complications have been reported as a result of this event.